Event description:
The patient reported his insulin infusion device started beeping continuously and displayed a "2.01" on the screen. The patient had removed the infusion device battery before his call. During troubleshooting, the patient stated he had the battery in his infusion device "a lot longer than 2 weeks". After getting the lot number from the patient, he had advised that the battery was affected by the recall. The patient stated he was aware of the recall and had received replacement batteries. The patient was instructed to use a corrected battery and to dispose of all recalled batteries. The patient was able to insert the corrected battery and stated the infusion device was working properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.